Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative indicated the event occurred 2-3 weeks post operative. The inflammation is improving but still remains.

Manufacturer narrative:
No sample has been returned for evaluation for the report of endophthalmitis; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced endophthalmitis post operative. Additional information has been requested, but none has been received to date.